Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-op check prior to generator change for device at eri. Noise on the right ventricular lead was noted, reproducible with isometrics. The lead was capped and replaced on (B)(6) 2020. The patient had no symptoms.